Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
The marketing evaluation unit reported that the patient was treated with a periarticular proximal humerus plate for a fracture. The surgeon found that the suture holes were too sharp, cutting the sutures when tied. The screw angles were too acute and there needs to be a guide to show where the plate should sit. The technical guide needs to have in writing where the plate should sit. No further information was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional information narrative: lcp periarticular proximal humerus plate was reported in error.

Event description:
This report is 1 of 1 for complaint (B)(4).